Event description:
It was reported that (4) devices were used during a resection. It was reported by the affiliate that the tlc55 instruments do not fire reload (no function). Another instrument was used to complete the case. There was no consequence to the pt.